Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, expected resistance was encountered when advancing the esheath due to patient anatomy. The sheath was inserted without a steep angle. Additional difficulty occurred when advancing the delivery system, with increased resistance noted at the distal tip. After the esheath was removed, a torn distal tip was observed. A vascular injury occurred in association with the resistance encountered during insertion and the torn distal tip, requiring cut-down repair. The patient was stable at the end of the procedure. Imagery evaluation confirmed distal end liner expansion and a torn distal tip.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9, h3. Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection found that the liner expanded as designed. The distal tip opened but was torn. All score lines, including axial, slant, and radial score lines, were present at the distal tip. The high-density polyethylene material was observed to be stretched along the score lines. Scratches were noted along the sheath shaft. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event of difficulty inserting the sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated presence of calcification in patient's access vessel, and evaluation of returned device showed scratches and curved sheath shaft sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. The reported event of a torn distal tip was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.